Event description:
It was reported that the pump shut down unexpectedly on an unspecified date. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer did not provide details on how bg was addressed. Reportedly, customer continued using the pump for insulin therapy.